Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device forceps were stuck. They were unable to make the opening and closing movement correctly, and it was impracticable to continue using them. There was no patient injury.